Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he was presenting with symptoms of hypoglycemia such as sweatiness, weakness and confusion. No blood glucose testing was performed on the contour next link meter at this time. The customer was taken to the hospital where blood glucose testing was performed on the non-ascensia meter and a reading of 22 mg/dl was obtained. Within 10 minutes, a repeat testing was performed on the contour next link meter and a reading of 50 mg/dl higher compared to that obtained on the non-ascensia meter was obtained. The customer was hospitalized for a week. The customer did not remember the treatment received in the hospital. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. An in-house testing was performed using the in-house contour next link meter and in-house contour next test strips form lot # 9apef07b, which gave satisfactory performance.